Manufacturer narrative:
(B)(4). Device reportedly implanted, therefore device is not expected to be returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 22.may.2015. Expiry date: 01.may.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was unable to implant a screw in the lateral most hole of a zero-p implant during an anterior cervical discectomy fusion at the c3 to c4 level. The surgeon then attempted to place a 3.0 mm ti cervical spine locking screw and a 3.0mm ti cervical spine locking screw (16mm) - neither of which would implant either. The surgeon decided to complete the case, utilizing the zero-p implant, without a screw in the lateral most hole of the zero-p device. The procedure was completed successfully. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.